Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and was returned for testing. Review of memory noted no suspicious fault codes or resets. Further review of memory identified a memory corruption in an area of memory that is not protected and could not be corrected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that data from this device is stating there were 4.9 million anti-tachycardia pacing (atp) events but every event was non-sustained. A boston scientific technical services consultant recommended a download of the device memory which was performed and reviewed by a boston scientific engineer. The patient data disk files were incomplete and unable to be processed. It was determined that a potential issue with the device memory had occurred. No adverse patient effects were reported.